Manufacturer narrative:
The broken toprail is likely a result of impact damage (customer abuse of stretcher running into walls).

Event description:
It was reported the siderail was not functioning to specifications due to a broken toprail which holds the spindles together.